Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) , in france, informed cook of an incident involving a cope nitinol mandril wire guide. The complainant reported that after puncturing the basilic vein with a 21g needle, the wire guide was inserted through the needle. The wire was difficult to advance and when withdrawn, it frayed in the needle during a PICC line placement. Further communication with the user facility clarified that the wire was withdrawn because it would not advance, the wire was manipulated while inserted through the needle. The patient developed a hematoma, as the vein was damaged, and another vein had to be punctured. A review of the complaint history, device history record, instructions for use (IFU), quality control of the device, as well as a visual inspection, were conducted during the investigation. The complainant returned a cope nitinol mandril wire guide to cook for investigation. The physical/visual examination of the returned device showed: one used and damaged wire guide was returned. The wire guide is unraveled starting at the soldered junction. The weld ball is missing, and the safety/mandril wire is protruding out. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no instructions for use (IFU) supplied wit the cope mandril wire guide. However, there is a label attached to the wire guide holder/hoop with an image warning the user not to remove the wire guide through the needle. The device history record (DHR) was reviewed. The DHR for the lot recorded a related nonconformance. One device was scrapped for offset coil. The device is 100% inspected for offset coils. Cook also completed DHR reviews for sub-assemblies and components, and no non-conformances were recorded. A complaints database search was conducted which revealed no additional complaints for the lot from the field. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A label is attached to the wire guide holder with an image warning not to remove the wire through the needle. The user removed the wire through the needle and manipulated the wire while in the needle, which likely caused the needle to get caught on the tip of the needle and contributed to the unravelling. Based on the information provided, inspection of returned product and the results of the investigation, cook has concluded that the main cause of the failure is due to unintended user error. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that OEM largebore smartpocket had foreign matter on 15 occasions. The following information was provided by the initial reporter: material no: 5600r batch no: 20104018, 20018177 it was reported that the facility observed moisture on the needle free ports at incoming inspection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20104018, medical device expiration date: na, device manufacture date: 2020-10-13. Medical device lot #: 20018177, medical device expiration date: na, device manufacture date: 2020-01-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that OEM largebore smartpocket had foreign matter on 15 occasions. The following information was provided by the initial reporter: material no: 5600r , batch no: 20104018, 20018177. It was reported that the facility observed moisture on the needle free ports at incoming inspection.